Manufacturer narrative:
Device history records was conducted. The report indicates that the 513.080 lot. 424552, manufacturing location: (B)(4) ,supplier: (B)(4), manufacturing date: 23. Feb. 2010. No ncrs were generated during production. Review of the device history record(s) showed complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. The distal end of the complained drill bit was disposed by the facility therefore the complete device was not received for evaluation. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2016, the distal tip of the drill bit broke. The fragment was removed from the patient. Additional surgical intervention was not needed. The procedure was successfully completed without delay. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the drill bit was received for investigation in a broken condition. The break is in the middle of the flute; the broken part is missing. Because of the damages, the complaint relevant dimensions could not be checked against print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification of 600 0/+30 hv. The broken surface is homogenous, which indicates material conformity. Based on the provided information, the exact cause of this complaint could not be determined. A possible reason for the damage could be a metallic contact or bone material blocked the flutes. For effective chip removal from the point, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. It is most likely that this occurrence, in combination with a mechanical overload situation, has caused the breakage. Please note: blunt drill bits require more mechanical power during application. Therefore, it is important to note that all instruments should be checked for sound surfaces, correct adjustment, and function. Severely damaged instruments should not be used; nor should instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results, it is likely that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.